Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, the lead dislodged from its position during slitting. The lead was removed and the doctor chose a larger coronary sinus vein and a different lead for the next attempt. No patient complications have been reported as a result of this event.